Event description:
Received notification from (B) (6), of 01-6561 being explanted on (B) (6) 2008. Per info received from dr (B) (6), it was removed due to infection; and the complications was not related to the device; a temporal flap was used to fill the defect.

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.